Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-52 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that under-sensing was observed on some of the patient's atrial flutter waves. Attempts were made to test sensitivity, however no improvement in sensing could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.